Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in the non-tortuous left iliac artery. The lesion was approached from the left brachial artery to the left iliac artery through a medikit 6f guiding sheath. Three dilatations were performed at 6, 6, and 9 atms respectively with a synergy balloon catheter. Difficulty was encountered when pulling the synergy balloon catheter into the sheath after deflation. As a result, the balloon and the sheath were removed together as a unit. The procedure was successfully completed with another synergy balloon catheter with no pt complications. Current pt condition is reported as 'good'. Additional information has been requested regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shopfloor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant information become available; a supplemental medwatch report will be filed.